Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 30 aug 2021 from the home therapy nurse (htn) of a (B)(6) year old male with a medical history including type I diabetes, history of myocardial infarction and end stage renal disease, who stated the patient experienced a cardiac event while on the cycler at an unspecified time during a home hemodialysis treatment on (B)(6) 2021. Additional information was received on 02 sep 2021 from the htn who stated upon the patient experiencing the cardiac event, emergency medical services (ems) were called and cardiopulmonary resuscitation (CPR) was initiated. Upon ems arrival, the patient was life flighted to the hospital where the patient expired at an unspecified time.